Manufacturer narrative:
There are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. (B)(4). Medical device expiration date: unknown. Initial reporter e-mail: unknown. Device manufacture date: unknown. Investigation summary: since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. No root cause can be determined as no samples were received.  The lot number is unknown, therefore device history record review (DHR) or quality notification review (qn) could not be performed.

Event description:
It was reported that the unspecified bd pegasus¿ catheter needle was difficult to disengage during use. The following information was provided by the initial reporter, translated from chinese: "on (B)(6) 2022, before performing the intravenous indwelling needle for the patient, the nurse found that the needle core could not be rotated and pulled out when checking the indwelling needle, so the indwelling needle was replaced."